Event description:
It was reported that a home patient (hp) had a high drain 105 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) which occurred on a homechoice (hc) device after use. The technical service representative (tsr) assisted to clear the alarm. During the follow up, the nurse reported that the hp was doing well. The peritoneal dialysis (pd) therapy was ongoing. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was not returned for evaluation; therefore, a device analysis could not be performed. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. If additional relevant information becomes available, a follow up medwatch will be submitted.